Event description:
It was reported that during a shoulder procedure using a magnum x implant, the suture lock did not hold after the implant was deployed. The surgeon decided to convert the procedure to a mini open to correct the failure of the implant. The procedure was completed using a back up magnum x implant. There were no pt complications reported as a result of this event.